Manufacturer narrative:
Internal complaint reference: (B)(4). H3, h6: the reported device was received for evaluation. There was a relationship found between the device and the reported event. A complaint history review concluded this was a repeat issue. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately and there were no indications to suggest the anticipated risk is not adequate. A review of the anchor specifications found that no burrs, cracks, or contamination are allowed. A certificate of conformance must be provided. A visual inspection of the returned device found that it is not in its original packaging. The device has been deployed and the anchor is fractured in the center. There is debris in the threads of the anchor and on the shaft of the device. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of the customer provided image finds the complaint anchor, fractured with debris on it. Without the requested clinical information a thorough medical investigation cannot be rendered. The broken anchor was retrieved from the patient. It was communicated via e-mail that the bone hole was drilled widely around the broken piece, it was removed. The patient's current condition is unknown and the patient impact beyond the reported events could not be determined based on the limited information provided. Should any additional clinical information be provided this complaint will be re-evaluated. The complaint was confirmed, and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during the procedure, when a bone hole was made at 1.8 mm and the twinfix anchor was inserted into the bone hole, the anchor broke from the threaded part. The broken pieces were removed from the patient. The procedure was successfully completed with 20 minutes delay using a back-up device. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.